Event description:
The patient was undergoing on a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the proximal shaft of the 5max ace catheter was found fractured and was not used. The procedure continued using a new 5max ace reperfusion catheter.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Result: the 5max ace was fractured underneath the strain relief, approximately 1.1 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from packaging, the proximal shaft of the 5max ace was found fractured near the hub. This occurred despite the physician taking care during removal from packaging. Evaluation of the returned device confirmed a fracture underneath the strain relief. The root cause of this complaint could not be confirmed. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.